Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included 30j self-testing without duplicating the customer's report. The pads were tested and verified to successfully acquire signal and deliver energy as specified. No presence of excessive hair or other impediments to coupling were identified. The device underwent a complete functional evaluation with no faults detected. The device was recertified and returned to the customer. No trend is associated with reports of this type.